Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic broke as the surgeon was inserting the lens into the eye. The surgeon removed the lens and implanted the backup lens. The incision was not enlarged but sutures were placed. Additional information was requested but not yet received. This report refers to the lens involved in the event. Reference MDR #1313525-2015-01390 for delivery device involved in the event.

Manufacturer narrative:
The injector was not returned for evaluation. The lot number is unknown therefore no device history review could be performed. Based on the information provided the exact root cause for the reported issue cannot be conclusively determined.